Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a weak rotation knob.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was broken when removed from the package. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.